Event description:
It was reported that during procedure, the burr would not spin in cut mode. This occurred prior to burr touching bone. After repeated pressing on foot pedal - e2 error occurred. The anspach drill was unplugged from unit and dismantled to re centre the gears. Plugged the anspach drill back into unit, but did not move. Tried another anspach drill and still same issue. Surgeon did not want to reboot and continue. Another anspach drill was used and the case was converted to brainlab tkr. This complaint is for the anspach console.

Manufacturer narrative:
H10 h3, h6: the reported device, used for treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. There was no reported impact or injury to the patient. There was no serial number, lot number, or part number noted in the initial investigation documents so we are unable to conduct a DHR review as a part of the investigation. A complaint history review identified similar events. The navio user's manual for (tka) user's manual released at the time of the complaint provides detailed instructions for use of the anspach surgical drill console and foot pedal. This failure is an identified failure mode in the risk assessment. Factors that may have contributed to the reported event are related to a detected failure within the anspach console which is reported as e2. The e2 error is inferred by the console from the motor current applied and the resulting lack of motion when the collar is locked. The e2 error is cleared by releasing the lock and actuating the foot control. No reboot or power cycle was required to restore drill function.